Event description:
It was reported that direct stenting was performed in an lad lesion and during the stent deployment, the balloon ruptured at 8 atm. A dissection was observed in the vessel, which extended 28 mm distal to the lesion. The stent was post-dilated with another balloon and an additional 33 mm stent was implanted to successfully treat the distal dissection.